Event description:
Per report received from germany, edwards received notification that there was a single leaflet device attachment after a pascal procedure. A reintervention was done with mitraclip.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: due to limited information, a definitive root cause was unable to be determined. Evaluation of the available information is unable to identify a potential root cause for this event. Since no edwards defect was identified, corrective or preventative actions are not require.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (health effect, clinical code corrected from valve insufficiency/regurgitation to mitral valve insufficiency/ regurgitation).